Event description:
Patient reported left side "a laminar liquid collection was observed around the implants, compatible with physiological seroma," "simple cysts" not device related, and "mastalgia." Physician reported patient is "desperate because (patient) saw on the internet the possibility of bia-alcl." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a laminar liquid collection was observed around the implants, compatible with physiological seroma."